Manufacturer narrative:
The physician confirmed there was a (non-device-related) type 2 endoleak. Therefore, a complaint is no longer warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (2) two months post initial procedure during a routine follow-up, a type 2 endoleak (non ¿ device-related failure) and a possible type 1a endoleak were identified. The patient is currently being monitored while intervention is being discussed. Additional information: the physician does not feel there is a type 1a endoleak. The physician confirmed there was a (non-device-related) type 2 endoleak. Therefore, a complaint is no longer warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (2) two months post initial procedure during a routine follow-up, a type 2 endoleak (non ¿ device-related failure) and a possible type 1a endoleak were identified. The patient is currently being monitored while intervention is being discussed.